Event description:
It was reported that during the laparoscopic esophagectomy procedure, it is alleged that the silicone pad on the non active blade of the shears started to get loose during the case. The pad did not come off during the case. No pt consequence.